Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the stapler was unable to fire and the surgeon was not able to squeeze the handle. After the normal installation of the clip, they could not close the clip. Repeated checks found that the clip of the joint place was a little bent.